Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in vvi back-up mode. After software download, the battery impedance was >29.9 kohms. Therefore, the device was replaced.